Manufacturer narrative:
This is a re-submission of the original initial report that had been previously submitted on 23 nov 2015. Complaint no: (B)(4). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution administration set had incomplete tubing. There was no patient involvement. No additional information is available.